Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced low glucose readings while engaging in morning gardening and was advised to perform a factory reset of the ilet, after which the dexcom g7 sensor failed to pair with the ilet. Symptoms included hypoglycemia as reported by the user. Outcomes included user education on exercise protocols, use of suspend/resume, meal announcements, and successful placement of a new g7 sensor that entered warmup, with the user planning to complete setup. Investigation included guided troubleshooting, unpairing and re-pairing attempts, and a factory reset followed by device setup steps. Investigation of this case revealed a pairing failure limited to the ilet-g7 connection, which was addressed by sensor replacement and re-initiation of pairing after warmup. It was concluded, based on previously established findings for similar reports, that the cause was connectivity pairing failure following a factory reset, resolved through standard troubleshooting and sensor replacement.